Event description:
It was reported that the stopcock w/extension was being used to administer cellular therapy products and when removed from the lumen it was hooked into, part of the end of the male piece stayed in the patient's lumen and caused the line to be replaced. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned, the manufacturer will reopen this complaint for further investigation.